Manufacturer narrative:
This MDR has alredy been submitter to FDA by the us importer with report number 3014128390-2022-00025.

Event description:
The patient was revised due to a dis-association on (B)(6) 2022. The primary surgery was in (B)(6) 2022. A cup was explanted. A new cup was implanted.